Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. The teach pumps test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient had undergone a hernia surgery. Additional information was obtained through follow-up with the pd clinic. This patient was diagnosed with an umbilical hernia in september 2024. The patient underwent a hernia repair surgery on (B)(6) 2025 in an outpatient surgical setting. The patient had a prior history of umbilical hernia repair in 2019, prior to the patient being initiated on pd therapy in april 2023. It was confirmed that pd therapy did not exacerbate the hernia or any symptoms (none reported) prior to the surgery. Post-surgery, the patient¿s fill volume was lowered from 3 exchanges at 1500ml to 3 exchanges at 1,000ml in a supine position during dwells for 1 week. The cause of the hernia is unknown. The hernia is unrelated to the use of any fresenius device(s) or product(s) and/or their dialysis therapy. The patient is continuing ccpd during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and the patient event of umbilical hernia with subsequent repair as the hernia developed while the patient was undergoing pd therapy. However, there is no documentation in the complaint file to show a causal relationship between the hernia and the use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although no cause was determined, it was reported that the hernia was not related to the liberty select cycler or any fresenius product(s). The patient has a history of umbilical hernia from before the start of pd therapy. Although increased intra-abdominal pressure has not been shown to be a consistent risk factor for hernia incidence, it may cause progressive enlargement of the hernial sac and lead to the significant recurrence rates seen with this pathology. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernia, the liberty select cycler can be excluded as the cause of the hernia.

Event description:
It was reported that this peritoneal dialysis (pd) patient had undergone a hernia surgery. Additional information was obtained through follow-up with the pd clinic. This patient was diagnosed with an umbilical hernia in (B)(6) 2024. The patient underwent a hernia repair surgery on (B)(6) 2025 in an outpatient surgical setting. The patient had a prior history of umbilical hernia repair in 2019, prior to the patient being initiated on pd therapy in (B)(6) 2023. It was confirmed that pd therapy did not exacerbate the hernia or any symptoms (none reported) prior to the surgery. Post-surgery, the patient¿s fill volume was lowered from 3 exchanges at 1500ml to 3 exchanges at 1,000ml in a supine position during dwells for 1 week. The cause of the hernia is unknown. The hernia is unrelated to the use of any fresenius device(s) or product(s) and/or their dialysis therapy. The patient is continuing ccpd during recovery.